Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.

Event description:
Patient presents with apraxia of peroneal nerve. This event report was received through clinical data collection activities.